Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "check pads/poor pad contact" message using these electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: thirty two sets of unopened electrodes were received for evaluation. The reported problem was not replicated or confimred. Four sets of electrodes were subjected to functional testing with no discrepancies found. The pads were stressed and the multi-function cable maniulated without causing the electrodes from being recognized by the device. Five pairs of retained samples were acquired for testing which resulted in the determination that the retained pairs were assembled according to speficiation and did not duplicate the reported problem. No evidence was found to suggest that the returned electrodes were not being recognized by the device. It was deteremined that the electrodes were working as expected. The electrodes were scrapped as a precaution. Analysis of reports of this type has not identified an increase in trend.